Event description:
It was reported to philips that the device was unable to boot. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. A philips remote service engineer (rse) inspected the system and identified that the device was unable to boot. Upon troubleshooting rse discovered that the equipment host and ups from m's cabinet were defective and rse confirmed that the issue has occurred due to fault in hospital side main transformer. In a separate work order, the remote service engineer (rse) identified a defective energy distribution assembly in the angiograph, which had a short circuit. When the field service engineer (fse) arrived on-site, they discovered that the ny board, along with other nearby boards in the power distribution unit (pdu), had been damaged due to the short circuit. The pdu (power distribution unit) replacement was performed in another work order. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.